Event description:
It was reported that when the patient who was continuously administering the anticancer agent (5fu) tried to remove the device after returning home, the safety mechanism didn't work and the needlepoint could not be locked in the base. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty activating a safety mechanism appeared to be confirmed; however, the exact cause remains unknown. The product returned for evaluation was one 22 g x 0.75 in. Safestep infusion set. The returned product sample was evaluated, and the needle was observed to be bent just distal to where the safety mechanism would have been positioned prior to activation. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which indicated that the product had experienced at least some use ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access ¿ the tip of the needle bevel was observed to be slightly damaged the safety mechanism of the device, which was returned activated, was observed to completely contain the needle tip. While the bend in the returned needle likely caused difficulty in activating the safety mechanism of the device, based on the evidence provided with the returned sample, it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product; however, no evidence was observed which supported a specific root cause of the event. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the patient who was continuously administering the anticancer agent (5fu) tried to remove the device after returning home, the safety mechanism didn't work and the needlepoint could not be locked in the base. There was no reported patient injury.